Event description:
It was reported that the patient underwent a hip procedure using custom pmi product on (B)(6) 2015. During the procedure, the surgeon fractured the head of a screw during insertion. The screw was standard, non pmi product and remains implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown; the 510k number - unknown/ manufacture date ¿ unknown.

Event description:
It was reported that the patient underwent a left total hip arthroplasty receiving a competitor hip on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 and a biomet custom acetabular cup was implanted. During the revision procedure, the surgeon fractured the head of a screw during insertion. The fractured portion of the screw was retained by the patient.